Event description:
It was reported that the patient stated they ¿had sjm device and lost four years of battery life from the monitor¿. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).